Event description:
It is reported that the pt was revised. Minor lysis extending about 5 mm circumferentially proximally about the femoral component was identified with a solid sclerotic border.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Eval summary: primary surgical notes indicate that the hop was stable after surgery. The office visit notes show that the pt was doing well until the (B)(6) 2011 visit when the pt indicated that he had been having symptoms for a few months with the hip. The revision operative report was not clear as to how the femoral neck was removed or why it was replaced. Based on the info provided, a definitive cause for the experience observed cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.